Event description:
The technologist was performing a whole body scan. While the system was in motion halt, the detector continued to slowly drift downward toward the patient until coming to a hard limit. No serious injury occurred. The technologist was able to remove the patient unharmed from under the detector.

Manufacturer narrative:
Engineering investigation determined that if the friction brake clamping screw becomes loose, the detector has the potential slowly drift. Investigation determined that performing preventative maintenance activities per service manual instruction (p/n: n960627 rev f) prevents this issue from occurring. An evaluation of the friction brake determined that there was no damage to the parts and the brake can function as designed. Sites are responsible to ensure that all required preventive maintenance is performed according to system preventive maintenance schedule. This report (MDR 1525965-2008-00020) is a duplicate of MDR 1525965-2008-00002 dated (B)(4) 2008, which was incorrectly submitted with the wrong MDR number. The correct number of the report should have been MDR 1525965-2008-00020.